Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient had a stimulator in their back, but they could not connect to charge it. They stated that they did not have a current manufacturer representative (rep) contact information. No further complications were reported/anticipated.